Event description:
It was noted, the recharger could not communicate with the battery.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, about 2 weeks prior to the report, the patient was not able to get any coupling bars. It was stated that the patient didn't think it had flipped and that patient's healthcare professional (hcp) indicated it shouldn't flip because it had been sutured very well. It was stated the implant wasn't deep and was parallel to the skin and that it might be a little loose in the pocket. Using antenna locate (al) feature yielded a maximum value of 52, but nothing higher than 0 bars of coupling after using the feature was seen. Four days later it was reported that an x-ray showed the battery had been flipped over. The hcp turned the battery back over in his office and it was possible to get 7 coupling bars on patient's recharger. See manufacturer report # 3004209178-2013-07484 for the flipping issues on patient's previous device.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), implanted: (B)(6) 2011. Product type: programmer, patient: product ID 37752, serial# (B)(4). Product type: recharger: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011. Product type: lead. (B)(4).